Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc catheter broke, remained in patient, and had to be surgically removed. Verbatim: I wanted to make you aware of an issue that happened last night. We had a bd 20g IV cath break off inside the patient. The packaging from this needle was saved as well as the actual needle pieces from the incident (see pictures below). Customer responded on 25-jun surgical intervention was needed in ir.